Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cystectomy, on the third firing of the instrument, on the second squeeze of the handle, the cartridge would not advance and a cracking sound was heard. The release mechanism would not return to the open position, so the cartridge needed to be cut from the patient. Clamped proximal to locked cartridge, cut instrument from patient and used another firing to close tissue as originally intended. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.